Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigma procedure, the cartridge fell off the instrument. A new cartridge was used to complete the procedure. There was no patient consequence.